Event description:
In 2012, (B)(6) had a two level posterior lumbar fusion (no interbody) spine surgery at (B)(6) wherein screw(s) were implanted. On or about (B)(6) 2014, it was discovered that the screw(s) had broken. On (B)(6) 2014, a second surgery was performed at (B)(6), where the subject screw(s) were removed and new screws were placed at levels l2-s1.

Manufacturer narrative:
(B)(4). No additional information has been received. Device not returned to manufacturer.